Event description:
IV tubing hub melted and leaked when prime this rn was attempted to prime leucovorin for folfirniox tubing was wet and chamber dripping despite line being clamped. Line assessed and first hub was found to be melted. Line manually clamped and removed for care area. Showed to pharmacy, new tubing obtained. It was noted prior to priming. Manufacturer response for IV tubing, (brand not provided) (per site reporter).